Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod coil through the lantern, the technologist experienced resistance; therefore, the pod coil was re-sheathed, and the lantern was flushed. While attempting to re-advance the same pod coil through the lantern, the same issue occurred; therefore, the pod coil was removed. The procedure was completed using a new pod coil and the same lantern. There was no report of an adverse effect to the patient.